Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2008, the patient was admitted for recurrent spondylolisthesis. Procedures performed included: re-do l5-s1 lumbar decompression with facectomy on the left, transforaminal lumbar interbody fusion (tlif) on the left with an 8x26mm graft packed with bmp and autologous morselized bone graft, and posteriolateral fusion of l5-s1 with pedicle screw instrumentation. During the decompression, it was noted that the ¿nerve root on this [left] side was absolutely crushed by a large osteophyte¿. Bmp was placed in the graft itself and on the opposite side contra laterally. The placement of the right l5 pedicular screw ¿caused some shearing fracture[s] of the inferior aspect of the pedicle¿ due to ¿rather brittle bone at this area¿; the fragments were removed. During (pt.¿s) hospitalization, physical and occupational therapy tolerated without incident. On (B)(6) 2010, the patient was admitted for recurrent lumbar radiculopathy at l5 with left greater than right, failed lumbar fusion, and narcotic dependence. The discharge summary noted the patient had recurrent radiculopathy with bony overgrowth and suggestion of nonunion. During the procedure, the surgeon noted the bone had markedly compressed both nerve roots. Pt. Was extensively decompressed. Of note, during the decompression procedure the surgeon noted an ¿enormous osteophyte¿ at the s1 foramen. It did not appear that there was a solid fusion, so a transforaminal lumbar interbody fusion (tlif) was performed on the right with an implant, bmp and autograft. The 4 set screws removed to allow access for decompression were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.